Manufacturer narrative:
Device evaluation in progress.

Event description:
It was reported that the pneupac failed to ventilate. No death or serious injury was reported in connection with this incident.

Manufacturer narrative:
One ventilator was returned for evaluation. Upon visual inspection, device was found to be in good physical condition. Performed initial check by connecting 50 psi air to unit and powering it on. Ran device over the course of 4 hours, turning off and on and also varying the settings. Device functioned as intended during check. Performed final 3 hour test run and unit cycled normally with no issues found. Customer complaint was unable to be confirmed.